Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with limbal to limbal corneal edema and their best corrected visual acuity decreased. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon¿s opinion, the most likely cause of the event is the iol or surgical instruments. Patient outcome is good. The following medications were prescribed (for use at home post-operatively): oral steroids and increased topical steroids, prednisolone, g. Pred forte and g. Vigamox.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
Updated b5, b6, g3 and h2.

Event description:
Additional information received. The tass resolved after treatment.